Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to the diabetes ketoacidosis on unknown date with blood glucose of over 100 mg/dl. The customer increased her basal rates tried to bring blood glucose down. The customer's blood glucose level was still high she started taking shot but even after taking shot she keeps throwing up. The customer took shots 3 corrections with the pen in hospital. The customer's other blood glucose level was over 600 mg/dl. It was unknown whether customer was on automode or not. The device will not be returned for the analysis.